Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported a button error alarm on the insulin pump. The event was reported to have occurred after a battery change on the device, and there were no other significant events leading up to the alarm. The customer's blood glucose value was 112 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.